Manufacturer narrative:
Evaluation of the returned lantern revealed ovalization on the distal shaft. If the device is forcefully advanced against resistance, damage such as this may occur. Evaluation of the non-penumbra catheter revealed an ovalization on the midshaft. During functional testing, the returned lantern and a demonstration lantern were unable to be advanced through the non-penumbra catheter due to the ovalization on the midshaft. The lantern was advanced through a demonstration benchmark without an issue. The non-penumbra catheter was used to complete the procedure; therefore, the ovalization in the catheter may have been incidental to the complaint. The root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), a non-penumbra angiographic catheter. During the procedure, the physician encountered resistance while advancing the lantern through the middle of the angiographic catheter. Therefore, the lantern was removed. The procedure was completed using a new lantern and the same angiographic catheter. There was no report of an adverse effect to the patient.